Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and occlusion on the reservoir. The customer's blood glucose reading was 429 mg/dl. The customer reported cannula to appear bent. The customer received insulin flow blocked alarm and sugar went up. The customer reported event to be resolved by complete set change. The reservoir will not be returned for analysis.